Event description:
It was reported that the patient was experiencing inadequate pain relief and non-target stimulation despite reprogramming. No device malfunction suspected. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5167754/5166025.